Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly as the material was too stiff. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will not be returning the product in question. Refer to MFR report number 2242352-2013-00432 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).